Manufacturer narrative:
Upon receipt of the additional corrected information, it was determined that there were no device specific allegations associated with the event for the reported product. Based on current information available this event does not meet reporting criteria as per applicable regulation. No further reports will be scheduled under mfg. Report num. 1644019-2026-00715. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that loose tip error of phacoemulsification (phaco) tip had occurred during the calibration of surgery. The surgery was completed by replacing the product. The surgery type was unknown. The product was contacted with patient.